Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer replaced pump supplies and resumed insulin therapy. System check was performed with tandem technical support and no issues were identified. Customer resumed insulin delivery. There was no adverse impact to the customers blood glucose level.